Manufacturer narrative:
Upon review of the alarm trace on e 601 serial number (B)(6), an abnormal aspiration alarm was observed. The investigation determined the issue was resolved by the customer's action of recalibration.

Event description:
The initial reporter stated they received discrepant results for four patient samples tested with the elecsys troponin I stat immunoassay on two cobas 6000 e 601 module analyzers. The samples were tested on e 601 analyzer serial number (B)(4) (labeled c1) and e 601 analyzer serial number (B)(4) (labeled c2). Values from e 601 analyzer serial number (B)(4) were reported outside of the laboratory. Values from e 601 analyzer serial number (B)(4) were not reported outside of the laboratory. Sample ids (B)(6) were repeated on the c2 analyzer after a new reagent pack was loaded on the analyzer. All samples were repeated on both analyzers on (B)(6) 2020 after recalibrating the assay. Sample ID (B)(6) was also repeated on both analyzers after x10 manual dilutions were performed. The reporter stated that the diluted values did not agree the expected recovery since some non diluted values were lower and within the measuring range of the assay. The reporter believed the values from e 601 analyzer serial number (B)(4) to be correct.